Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material at the auxiliary water channel could not be identified. However, it¿s likely the cause is related to improper reprocessing due to leakage occurring from the sw1, s-body, and the up/down angulation control knob. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: detection methods are written in IFU: cf-hq1100dl/I operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the flex video scope had a noisy image. The issue occurred during a diagnostic and potentially therapeutic colonoscopy. The device was inspected prior to use and no anomalies were found. The intended procedure was completed with the same equipment with a 10¿15-minute delay to obtain a good view of the mucosa even in the tracts where the issue occurred. The device was returned for evaluation. During the device evaluation, a foreign material in the jet tube was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation it was found that a foreign white material in the jet tube. The reported issue was likely a result of insufficient reprocessing. Additional findings were as follows: due to a cut on switch 1 water tightness was lost, due to a crack on the suction body water tightness was lost, due to deformation of the up/down knob the water tightness was lost. The flexibility adjustment ring, the grip, the switch box, the connecting tube, and the right/left knob all had a scratch. The air/water cylinder and the suction cylinder both had no color, the grip packing ring was loose and the plastic distal end cover had a chip. Due to damage on the charged coupled device unit the image had linear scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.